Event description:
A customer reported that on (B)(6) 2011 they observed a cleaner leak at the drip tray underneath the probe of an unicel dxh 800 coulter cellular analysis system. The healthcare worker interfacing with the machine was wearing personal protective equipment, which included a laboratory coat, eye protection and gloves, at the time of occurrence. There was no biohazardous exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death, injury or modification to patient treatment was associated with this event. There was an exposure plan in place at the facility and the material safety data sheet was available.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) observed a clog in the drain of the nucleated red blood cell chamber attributed to the pieces of the rubber debris from specimen caps. The fse flushed the clog and verified the repairs per established procedures.